Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the tubing leaked at y-site engagements within the IV set; either while persantine was piggybacked into the d5w primary IV line, or the d5w was infusing by itself. No patient harm was reported.